Manufacturer narrative:
The motor device has received for evaluation. The attachment device was tested and the reported condition was duplicated. Evidence suggests this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during pre-testing the motor device was found to be "leaking air from the hose." The reporter was unaware where on the hose the air was leaking from. The motor device was not used in surgery. There was no delay and a spare identical motor device was available. There were no injuries or medical intervention reported. There was no additional information provided.